Manufacturer narrative:
An event regarding trunionnosis (altr) involving an accolade stem and metal head was reported. Shell malposition was confirmed following a review of the provided records by a clinical consultant. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "- cup malposition in absent anteversion and probably also low inclination has contributed to an overload condition in the arthroplasty bearing contributing to trunnion corrosion with excess release of cochr ions and pain requiring revision." -device history review: a review of the device history records could not be performed as lot code information was not provided. -complaint history review: not performed as no lot details were provided. Conclusions: a review of the provided medical records by a clinical consultant concluded "- cup malposition in absent anteversion and probably also low inclination has contributed to an overload condition in the arthroplasty bearing contributing to trunnion corrosion with excess release of cochr ions and pain requiring revision." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Product surveillance will continue to monitor for trends.

Event description:
Patient has left hip pain. Doctor says patient has trunionosis. Patient has elevated cocr in blood. Medical review has indicated that cup malposition has contributed to an overload condition.